Event description:
It was reported that a patient developed hives covering the body approximately three weeks following placement of osteograf ld bone grafting material into two extraction sockets, both sites were reported as appearing normal, with no swelling or redness. The symptoms are reported to be intermittent and as of this report, the material is still in place and no medical/surgical intervention has been required to treat the symptoms. The patient was referred to an allergist, however.